Manufacturer narrative:
The customer¿s report of a free flow event was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pump module event log shows the delay was programmed at 12:23 pm. At 12:27 pm, the device was selected and programmed to infuse at a rate of 612ml/hr with a vtbi of 612ml. The module was then channeled off. Functional testing found no issues with the device. Rate accuracy testing was performed and the device delivered fluid within specification. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the user noticed fluid continuing to drip into drip chamber when the device had delayed infusion programmed. The user opened the door and the flo-stop did not engage and the IV set continued to free-flow. The user clamped off the tubing and loaded the IV set into a different device and fluid did not drip. Biomed did not find damage to the device and biomed was unable to replicate the reported event during testing. There was no patient harm reported by the customer.